Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The in-line optical inspection data shows the lens was within power specification and met the specified cosmetic requirements. A search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens was slightly decentered. Patient did not have a satisfactory vision recovery. The physician was not certain if one haptic was in the sulcus or if there was an occult tear in the posterior capsule. The physician referred the patient to a colleague. The second doctor attempted to reposition the lens, but things were still not right. The lens was explanted and replaced with a non-amo device. Vitrectomy was performed and there was no incision enlargement. Patient is still being treated with drops for cystoid macular edema (cme). Patient outcome post replacement is not known, but still not satisfactory. Visual acuity pre-op (pre-initial implant): 20/100. Visual acuity post-op (post-initial implant): 20/400. Visual acuity post-op (post-replacement): 20/100.